Event description:
It was reported that patient let pump go dry and doctor recommended replacement. The pump was replaced. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2009-(B)(6), explanted: unk; catheter model: 8596, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk. (B)(4). Functional checks during decontamination were acceptable, no destructive analysis was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.